Event description:
Technician reported over infusion. Total bag volume was 216 ml with overfill. Therapy started in 2005 approximately 10:30-11:30 am. Rate of infusion was 48 ml/hr for four doses over 1 hour with a 0.4ml/hr kvo. The next day at 8:05 am pump alarmed bag empty. This was two hours early. Infusion was zosyn 13500mg in 216 ml normal saline. Age of patient is unknown. Technician did not know the tubing used with the pump.